Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, anxiety-product/procedure.

Event description:
Patient's husband reported "patient saw a physician who has recommended device removal due to the recall" and "lymph nodes big as a corn rice at implant found out by sonography (not clear which side)." Patient's husband later reported right side "rupture." Device remains implanted.